Event description:
New information received noted that the event was resolved. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Section e1, the physician dr. Krueger should have been included. Section e2, 'yes' should have been selected rather than 'no.' Section e3, 'physician' should have been selected rather than 'non-healthcare professional'. Section g2, 'healthcare professional' should have been selected.